Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: difficult to deploy needles/posterior foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a tech trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during deployment, the tech felt resistance deploying the needles. The device was removed, and it was noticed the posterior foot had been broken off and remains in the pt. Hemostasis was achieved using manual compression. The pt was monitored for several hours following the procedure. There were no adverse patient effects. Though requested, no additional information was available.